Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional cardiac ablation procedure. Reportedly, the suture came out with the knot unraveled upon plunger removal [cuff miss]. The sheath was upsized to a 16f sheath, and the cardiac ablation procedure was completed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out with the knot unraveled upon plunger removal¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: description was corrected d4 lot # was updated from 3100441 to 3101941 h4: manufacturing date corrected.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device relative to an interventional cardiac ablation procedure. Reportedly, during step 3, the suture spontaneously got loose [cuff miss]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.